Event description:
One of the plastic bristles broke off in the patient. Doctor was able to retrieve the bristle using a hysteroscope. Several of the bristles broke off when the specimen was placed in the specimen container.